Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/09/2025, the user reported experiencing a low blood glucose (bg) level of 49 mg/dl while using the ilet bionic pancreas system. The user self-treated the low bg. The user did not require hospitalization or professional medical intervention and recovered without further incident. No long-term health effects were reported.